Event description:
Covidien received information stating that the graphic user interface (gui) was inoperable on an 840 ventilator. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction in the device memory log. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.